Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient expired due to sepsis related to multisystem organ failure several days after the pump exchange. The pump was not returned for evaluation. Multiple requests for additional information were issued to the customer but no further information was provided. Heartmate 3 lvas IFU lists sepsis and death as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's death due to multi-system organ failure was originally reported under MFR #2916596-2019-05294. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to sepsis and multi-system organ failure.